Event description:
Home pt (hp) reported an overfill of solution while using the homechoice cycler for automated peritoneal dialysis therapy. Hp reported the homechoice delivered 250mls of solution during the fill phase, 250mls greater than the programmed fill volume of 2000mls. Hp relates discontinuing therapy after the 2250mls was delivered and requested a replacement homechoice cycler. According to both the hp and healthcare professional, there was no pt injury or medical intervention.